Event description:
It was reported that out of the box it was discovered that the maryland bipolar forceps (mbf) instrument had a loose conductor wire. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the customer opened a new case and tried to clean the instrument, the customer noticed that the conductor wire was looser than usual. It was not used on a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was recognized by the test system and successfully passed all functional tests. The instrument passed the electrical continuity test. The conductor wire was not found loose or broken. The instrument was fully functional. No product issue was identified. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.